Event description:
Complainant alleged that while monitoring a pt (age and gender unknown), the device lost its display and began emitting a loud clicking sound after being on for approximately thirty minutes. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.